Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support and there was a blockage in the cartridge. Customer changed the cartridge and resumed insulin therapy. Customer¿s blood glucose (bg) level was over 500 mg/dl. Elevated blood glucose levels were addressed by manual insulin injection.